Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side implant was not settled well") and genital haemorrhage ("heavy bleedings/ heavy vaginal bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "removal of right coil by hysteroscopy, coil pulled and cut" on (B)(6) 2011 on (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and endometriosis ("mild endometriosis scar noticed in sacrouterine ligament"). The patient was treated with surgery (removal by hysteroscopy, coil pulled and cut on (B)(6) 2011, laparoscopic sterilization on same date) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be unrelated to essure. The reporter considered device dislocation, endometriosis and procedural pain to be related to essure. The reporter commented: during hysterectomy it was seen that the left coil was in situ in cornu, so it did not anyway explain heavy bleedings. Mild endometriosis scar was noticed in sacrouterine ligament area, which explained previous pain during sex. Samples were not available because the implant that was not settled well was removed several years ago and the one recently removed was sent to pathology together with the uterus. Diagnostic results: (B)(6) 2018, hysterectomy findings: left coil was in situ in cornu, mild endometriosis scar in sacrouterine ligament area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side implant was not settled well") and genital haemorrhage ("heavy bleedings/ heavy vaginal bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "removal of right coil by hysteroscopy, coil pulled and cut" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and endometriosis ("mild endometriosis scar noticed in sacrouterine ligament"). The patient was treated with surgery (removal by hysteroscopy, coil pulled and cut on (B)(6) 2011, laparoscopic sterilization on same date) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be unrelated to essure. The reporter considered device dislocation, endometriosis and procedural pain to be related to essure. The reporter commented: during hysterectomy it was seen that the left coil was in situ in cornu, so it did not anyway explain heavy bleedings. Mild endometriosis scar was noticed in sacrouterine ligament area, which explained previous pain during sex. Samples were not available because the implant that was not settled well was removed several years ago and the one recently removed was sent to pathology together with the uterus. Diagnostic results: (B)(6) 2018, hysterectomy findings: left coil was in situ in cornu, mild endometriosis scar in sacrouterine ligament area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2018-03307) and will be deleted from bayer database. All information was transferred to the remaining case. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right side implant was not settled well") and genital haemorrhage ("heavy bleedings/heavy vaginal bleedings") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "removal of right coil by hysteroscopy, coil pulled and cut" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced procedural pain ("painful insertion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sex") and endometriosis ("mild endometriosis scar noticed in sacrouterine ligament"). The patient was treated with surgery (removal by hysteroscopy, coil pulled and cut on (B)(6) 2011, laparoscopic sterilization on same date) and surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, procedural pain, dyspareunia and endometriosis outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be unrelated to essure. The reporter considered device dislocation, endometriosis and procedural pain to be related to essure. The reporter commented: during hysterectomy it was seen that the left coil was in situ in cornu, so it did not anyway explain heavy bleedings. Mild endometriosis scar was noticed in sacrouterine ligament area, which explained previous pain during sex. Samples were not available because the implant that was not settled well was removed several years ago and the one recently removed was sent to pathology together with the uterus. Diagnostic results: (B)(6) 2018, hysterectomy findings: left coil was in situ in cornu, mild endometriosis scar in sacrouterine ligament area. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.